Event description:
It was reported that the device had its service indicator illuminated and had logged several fault codes related to the defibrillation functionality of the device. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and observed that a capacitor, designator c103 was shorted and burned open. It was also observed that while the capacitor was shorted, the device would not have been able to provide defibrillation therapy.